Event description:
"This was the customer's response: we have sent a few product concern reports for this product. We have had concerns about the safety cap not closing correctly and have had a needle stick injury as a result. This is the primary concern. When the clinical staff member goes to secure the safety cap using their thumb as directed it does not close properly and therefore results in the potential and sometimes actual injury to staff. We also have concerns with the safety cap breaking while the needle is being secured to the syringe. When the staff member attached the needle to syringe via leur lock system the safety cap from the needle will sometimes break off. We have had many concerns about the needle cap not staying in place. It falls off easily. Lastly, we have had concerns about the needle piercing through the needle cap when re-capping the needle. This has happened 3 or more times now which also causes injury to the staff person. "